Manufacturer narrative:
Broken off piece at the cartridge holder and inpen front shell does not stay attached. Unit paired successfully to commercial app. Unit was received with missing injection foot. Therefore, unable to perform baseline and wireless functionality including displacement dose accuracy and leadscrew reset torque test. Missing injection foot can affect insulin delivery. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as designed. No mechanical malfunctions noted. Therefore, the customer concern of difficult to dial/dose could not be confirmed. However, inpen was received with missing injection foot. Therefore, unable to perform baseline and wireless functionality including displacement dose accuracy and leadscrew reset torque test. Missing injection foot can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the issue was not resolved. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-105elblna was requested and customer response was the device will be returned.